Event description:
Add'l info rec'd from rptr 9/28/04: this report amends original medwatch report. Pt medical records confirm that pt never had replacement implants.

Event description:
Pt medical records confirm that pt never had replacement implants. Pt developed capsular contractures from the 1986 mammary prostheses and had to undergo a revision by same physician in 1997. Implants remain in subglandular pockets and over several years became encapsulated. Pt developed medical problems and symptoms associated with silicone gel implants. Sixteen years later bilateral total ablative capsulectomies were performed to remove implants which were grossly ruptured. Capsules had hardened and calcified resulting in thinning of overlying breast tissue. Breast reconstruction secondary to problems with silicone implants was done. The removed implants were identified by direct inspection by the pathologist as having embossed concentric rings. Suspect medical device info was incorrectly stated as mentor. Implants have attributes of american heyer-schulte implants and not mentor. The issue arises regarding the authenticity of product identification labels provided as part of pt's records. Implants shipped directly from hospital.